Manufacturer narrative:
Focus medical investigated the reported event by contacting the user facility to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided. An examination of the subject device by a trained technical expert concluded after verifying all system functions including calibration and preventative maintenance, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A medical professional reviewed the reported event details, patient photographs, and patient treatment settings concluding that the physician assessment of the skin condition and/or skin type seemed adequate. The parameters used for the treatment were aggressive along with no test patch was performed prior to performing the full treatment. Additionally, the medical professional stated: "the patient sustained a serious injury that required medical intervention through a prescription of fucibet. Since the adverse event is on lower forearm region of a skin type v, the hypopigmentation may persist longer than 1 year, but the hairy area may help contributing in restoring full epidermal pigmentation. As such, in abundance of caution, since resolution is unclear, likelihood to lead to permanent impairment exist." The probable root cause of the reported event is determined to be operator error. A review of device labeling states: zoom handpiece: upon selection of pulse duration and spot size, perform a test patch to validate skin/target response. Adequate timing should be allowed for assessment as per skin type: at least 15 to 30 minutes for skin types I to iii with 532 and 1064nm, at least 24-48 hours for skin type IV with 1064nm, at least 48 to 72 hours for skin types v and vi with 1064nm. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: january 21, 2019.

Event description:
A foreign user facility reported that one (1) male patient of skin type v sustained hypopigmentation on the right forearm and right hand respectively following tattoo removal treatment with a focus medical neutralase laser, zoom handpiece. It was further reported that the patient was prescribed fucibet cream.